Event description:
It was reported that while cleaning the unit at the user facility, the device had exposed wires. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The diagnostic engineer did not identify any malfunction related to bare wires; however, the user facility mistook the wires for bare wires, though they were found as according to design specifications.

Event description:
It was reported that while cleaning the unit at the user facility the device had exposed wires. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.